Event description:
It was reported that during generator change procedure due to normal eri, noise was observed on the atrial channel, after the new ICD was connected to the right atrial lead. The device was double counting p-waves. Programming changes were made and the issue was resolved. The patient suffered no adverse effects.